Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: 2006-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that the patient had a pump refill on 2015-(B)(6). On 2015-(B)(6), the patient presented to the emergency room (ER) with gradual onset of spasms, pain in lower back, overdose, and an overall feeling of illness. A catheter dye study was done on the date of the report, and there was a diagnosis of a catheter leak. There was also a computed tomography (CT) scan done, but the results were not known at the time of the report. A catheter revision would be scheduled for next week. The patient was in the intensive care unit (ICU) with a patient-controlled analgesia (pca) pump and oral morphine. The reporter was assisted with the proper programming of removing the morphine, as the patient would then only have intrathecal baclofen (itb) in their pump. The itb was the primary drug and that remained constant. The reporter was also assisted in changing from flex to simple continuous programming; and in programming the prime of the catheter post catheter dye study. The pump system was being used to infuse baclofen (compounded), and morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.